Event description:
During an endoscopic forehead lift/lower lid, blepharoplasty, the physician grasped the muscle to cauterize and it appeared there was no firing at all. Another instrument was used due to only a partial cautery. Later a 6 mm size burn was noticed on the right lower forehead. Ointment was applied daily. In 2005 an excision of the scar on right brow. Two months later revision of scar on right brow, scar massage and scar fades.